Event description:
It was reported that a surgery was extended by one hour due to probe sensor being broken.

Manufacturer narrative:
A visual inspection of the returned device noted no obvious signs of damage. The probe did initially track but the message for the broken sensor appeared after shaking it slightly. Further evaluation revealed that there is a broken coil within the sensor. A definitive root cause cannot be determined with the information provided. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. No further investigation is warranted at this time. (B)(4).